Manufacturer narrative:
Further investigation confirmed the issue was resolved by the field service representative actions. Trending on the suspect product was performed and no abnormal trend was identified. A historical query found no past escalated complaints of this nature on any like instruments at this site for the last 12 months.

Manufacturer narrative:
Na.

Event description:
The customer noticed the rinse nozzle was overflowing into the reaction cells. They performed maintenance which seemed to improve the situation. They customer also noticed they had several high patient results that when repeated were lower. Of the data provided for two patient samples, only the fe iron results for one patient were discrepant. The initial result was 409 ug/dl and the repeat result on another analyzer was 72 ug/dl. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 21184501 with an expiration date of 01/31/2018. The field service representative confirmed the rinse mechanism was overflowing. He checked the system and replaced a vacuum valve that he suspected was sticking and not providing proper vacuum. He replaced the tubing as he found a hole in one of the lines. He ran mechanism checks and the customer ran qc with all results within specifications.